Event description:
It was reported that during the implant procedure the connector port on the implantable cardioverter defibrillator (ICD) was defective. The physician was not able to tighten the screw and connect the ventricular lead. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.